Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was pulled and became damaged. Customer¿s blood glucose level was 70-108 mg/dl. The cartridge was changed to address the issue.